Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a study with a lot of ignores. Technical support connected to the customers computer and transferred a copy of the study over for review. It was confirmed that the study had several areas where the ph levels are well above 8 causing the ignore periods. There was no patient harm and no equipment is being returned.

Manufacturer narrative:
Device evaluation: the accuview graph from the study was returned for evaluation. The total time of the study was 43:12 hours as opposed to the recommended study time of 48 or 96 hours. There are significant gaps identified from the 10th hour of the study on which continued to appear throughout the study. The potential reason for the gaps is that the distance between the recorder and the capsule were too great. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.